Manufacturer narrative:
The device history record review investigation for the product hemolok ml clips 6/cart 84/box , lot #01l1300203 did not show issues related to the complaint. The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: complaint alleges that when the surgeon ligated the stomach omentum vessel, the clip broke into 2 parts. One part was retrieved from the patient but the other part could not be found and it remained in the patient's body. The patient's condition is fine.